Manufacturer narrative:
Visual and x-ray inspection of the lead revealed that cables were broken at the bent location of the lead. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported high impedance complaint. The evidence of silver oxide blackening or corrosion inside of the lead at this site indicates that lead wires were broken while implanted.

Event description:
A report was received that the patient was not receiving adequate stimulation. The bsn sales representative met with the patient for reprogramming, but was unsuccessful. The bsn sales representative discovered all the contacts on the patient's lead had high impedances. The patient underwent a lead revision, during which, the physician explanted the lead and replaced it with two new leads. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was not receiving adequate stimulation. The bsn sales representative met with the patient for reprogramming but was unsuccessful. The bsn sales representative discovered all the contacts on the patient's lead had high impedances. The patient underwent a lead revision, during which, the physician explanted the lead and replaced it with two new leads. The patient was reportedly doing well following the procedure.